Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient has hip pain. The doctor thinks the cup may be loose. The op report states that the acetabulum was over reamed by 1mm.

Manufacturer narrative:
An event regarding loosening involving a tritanium cup was reported. The event was confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: the provided medical records were reviewed by a clinical consultant who concluded: "there is no evidence this patient¿s ¿persistent groin pain¿ post left total hip arthroplasty was the result of factors of faulty component design, manufacturing or materials" device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: operative reports and additional x-rays are required to further investigate this event and provide evidence for the statement made in the reported event that the acetabulum was over reamed by 1mm. Medical review of the patient's operative reports indicated that the over reaming of the acetabulum occurred when the patient was revised to a non-stryker product. The provided medical records were reviewed by a clinical consultant who determined the event is not device related. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. Further information such as primary operative reports and returned devices are needed for further investigation. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the patient has hip pain. The doctor thinks the cup may be loose. The op report states that the acetabulum was over reamed by 1mm.